Event description:
It was reported that the device was used during a lobectomy. It did not clip correctly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. A plastic bag was received with 1-formed clips and 10 clips ejected, possible due to the condition of the device. The instrument was cycled, however, no clips were remaining on the device, in addition, the orange indicator was noted to be beyond its intended position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.